Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker was at home and collapsed after reaching for a high shelf. The emergency medical team arrived and the EKG performed in the ambulance showed that the patient had a sinus rhythm around 30 bpm. The pacemaker was programmed to a lower rate limit of 60 bpm. At the hospital, manipulation of the patient's arms did not caused any changes in the pacemaker electrogram. The atrial sensing was changed to 0.75 mvolts and the ventricular sensing was changed to 2.0 mvolts. Data was sent to boston scientific technical services (ts) for review and to determine why the device was not pacing. A ts consultant reviewed the data and discussed that there were no pacing spikes visible on the surface EKG. However, the other data does show that the device and rv lead do capture at 60 ppm. In addition, there is noise presented on the ventricular channel at 20 hz, most likely generated from minute ventilation. It was discussed that this type of noise can cause oversensing and result in pacing inhibition. The daily measurements show a sudden change in the pacing impedance measurements on the non boston scientific right ventricular (rv) lead since (B)(6) 2016. A lead issue could not be ruled out. Additional troubleshooting was discussed to help determine the reason for the lack of pacing. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the device was reprogrammed with a lower rate limit of 70 bpm from 60 bpm and the minute ventilation sensor is off. The patient will be seen again and the physician will evaluate the effect of the programming changes. At a later date, a revision was performed and the competitor rv lead was successfully replaced. No additional adverse patient effects were reported. No other issues have been noted following this procedure.